Event description:
It was reported during a scheduled catheter exchange, it was noted the distal portion of the catheter had detached and remained in the pt. A detached segment was located in the small bowell. No attempt was made to retrieve the detached segment as it was believed the detached segment would pass via normal peristalsis. Another drainage catheter was successfully placed for continuation of treatment. Another catheter was also used in this pt which also fractured. The pt's condition is good this device has not been rec'd or eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system." Lot number 4474079 reported on user facility medwatch report is not a correct lot number for this part number.